Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the persistence of voluminous granuloma at peristomal area was detected. The secretions have gone from clear to greenish. The swab test was positive for pseudomonas aeruginosa infection. Patient received unknown IV antibiotic.

Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.